Manufacturer narrative:
This patient developed a draining fistula over the fossa. The surgeon removed the fossa component and implanted an antibiotic spacer. After the tissue is recovered, and the infection is resolved, the surgeon plans to place a new fossa component.

Event description:
The right fossa component was removed due to infection.